Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. The pt had "really hard fibroids". During the procedure, after partial use, the blade stopped working. Another like device was used to successfully continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). (Blade seized/stopped). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-01019 and medwatch 2210968-2009-01020. The same pt is represented in each medwatch.